Event description:
It was reported that the right ventricular (rv) lead exhibited diminished and intermittent sensing. The rv lead remains in use. No p atient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: w1dr01 ipg implant date: (B)(6) 2021; 305c227 tissue valve implant date: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.